Event description:
Reportedly, during implantation, inconsistent lead test measurements were observed with impedance value up to 2500 ohms. The implantation duration was prolonged. The lead was replaced by a competitor lead.